Manufacturer narrative:
No unexpected blank display anomalies were noted during testing. The pump was received stuck in a critical pump error and was unable to download due to severe corrosion on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the critical pump errors. The pump was received with a cracked case on the battery tube area. The pump was received with minor scratches on the lcd window, a missing display window cover, a pillowing keypad overlay and a damaged keypad overlay texture. The pump was received with severe corrosion on the force sensor, slight corrosion on the battery tube, moisture damage on the motor assembly and a scratched casing.

Event description:
It was reported that the customer's insulin pump got a critical error followed by a blank display. It was also reported that the insulin pump has cracks to the reservoir. Customer's blood glucose level was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.